Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (check te messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a broken pulse wire within the distribution node enclosure. The root cause for the damaged pulse wire was unable to be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing check therapy pad messages.